Event description:
Caller states the pt tested >8.0 inr on the coaguchek system and 3.0 inr on a comparison lab. Coumadin held until lab result returned. No adverse event reported. Requested return of suspect device, however, caller states strips are unavailable for return.